Event description:
Caller alleged discrepant results with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr: 1.4, 2.3, 2.8, 1.9. The time between testing was immediate with new finger each stick. Therapeutic range 2.5-3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.